Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient underwent a surgery ten months ago and today a message was received stating the device is in safety mode. The patient's heart rate was in the middle 50 bpm range. A replacement procedure was performed and the device was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of the device being in storage mode the titanium case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although, the device going into storage mode was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--